Manufacturer narrative:
After the run in question, customer inspected the instrument and discovered the sample shield was not properly placed, causing the pipette tip to drag and potentially contaminate samples in this run. Customer removed the contaminated shield, bleached it, and replaced it with a new one. Hologic technical support (ts) advised the customer to also clean the touch points around the panther, then run the same reagent kit using blank samples to ensure the kit was not contaminated. Customer ran negatives and environmental samples using the same kit as instructed by ts, and all results were negative. Customer reran the affected samples on a non-hologic platform but did not inform hologic of the results. No further issues were reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
Hold for rh 2.6 customer reported positive contamination in one sars-cov-2 tma run using assay lot 323084 on panther instrument sn (B)(4). The worklist in question, wl 001972-20230130-04, had 24 positive samples out of 31 samples tested, so customer questioned the validity of these results. Customer inspected the instrument and discovered the sample shield was not properly placed, causing the pipette tip to drag and potentially contaminate samples in this run. Customer removed the contaminated shield, bleached it, and replaced it with a new one. Customer also decided to retest the affected samples using a non-hologic platform. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Customer did not inform hologic of any results being reported to patients or any patient impact. There were no associated/reported adverse events.